Manufacturer narrative:
No device malfunction speculated.

Event description:
Practice reported to ulthera on (B)(6) 2015 that they completed a full face treatment on (B)(6) 2015. They practice deviated from standard protocol applying more lines. The patient immediately developed a nodule on her left submentum/neck area. Pressure was applied as well as cold packs. The patient denied any kind of distinct discomfort in the area of nodule directly after treatment. The patient was followed up with several times after the treatment and each time the patient reported that the nodule had decreased. The nodule has completely resolved at this point but as of (B)(6) 2015, the patient has a small area of hyperpigmentation where the nodule was. Ulthera medical director reviewed the case, suggesting that the patient developed a bruise. Some fibrosis around caused retraction.